Manufacturer narrative:
On an unreported date, treatment with antibiotics was discontinued. On an unreported date, the patient was hospitalized for the peritonitis. On an unreported date, pd therapy was discontinued, the pd catheter was removed and the patient was transferred to hemodialysis. On an unknown date, the patient was discharged from the hospital. The patient was recovered from the peritonitis event. Dianeal pd2 1.5% & pd2 2.5%, previously reported as pd4. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and outcome of the peritonitis were unknown. On an unreported date, the patient began treatment with injection vancomycin (1 gm, once in four days, route and duration not reported) and injection amikacin (125 mg, once daily, route and duration not reported). It was unknown if the patient was hospitalized for the event. Action with dianeal therapy was not reported. No additional information is available.